Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2017, 3653 days after essure (ess205) insertion, she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), sleep disorder ("sleep disturbance"), migraine ("migraine"), sinusitis ("sinusitis"), arthralgia ("joint pain"), musculoskeletal stiffness ("muscle and neck stiffness"), allergy to metals ("allergy and intolerance to heavy metals: nickel, titanium, chromium, iron, tin"), autoimmune disorder ("exacerbation of autoimmune disease"), stress ("stress"), abdominal pain upper ("gastric pain"), abdominal distension ("abdominal swelling/ bloating"), flatulence ("excessive flatulence;"), memory impairment ("memory disturbances"), diarrhoea ("watery stool"), abnormal faeces ("odorous, soft and/or irritating (acidic odour) stools.") And mucous stools ("mucous stool"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to fatigue, sleep disorder, pelvic pain, migraine, sinusitis, arthralgia, musculoskeletal stiffness, allergy to metals, autoimmune disorder, stress, abdominal pain upper, abdominal distension, flatulence, memory impairment, diarrhoea, abnormal faeces or mucous stools. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm reference number: (B)(4) on 26-mar-2024. The most recent information was received on 03-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (ess205) inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2017, 3653 days after essure (ess205) insertion, she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), sleep disorder ("sleep disturbance"), migraine ("migraine"), sinusitis ("sinusitis"), arthralgia ("joint pain"), musculoskeletal stiffness ("muscle and neck stiffness"), allergy to metals ("allergy and intolerance to heavy metals: nickel, titanium, chromium, iron, tin"), autoimmune disorder ("exacerbation of autoimmune disease"), stress ("stress"), abdominal pain upper ("gastric pain"), abdominal distension ("abdominal swelling/ bloating"), flatulence ("excessive flatulence;"), memory impairment ("memory disturbances"), diarrhoea ("watery stool"), abnormal faeces ("odorous, soft and/or irritating (acidic odour) stools.") And mucous stools ("mucous stool"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to fatigue, sleep disorder, pelvic pain, migraine, sinusitis, arthralgia, musculoskeletal stiffness, allergy to metals, autoimmune disorder, stress, abdominal pain upper, abdominal distension, flatulence, memory impairment, diarrhoea, abnormal faeces or mucous stools. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 51 kg. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-apr-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.